Event description:
Ivus catheter used during procedure worked as designed at the beginning of the procedure. At some point, when the device was in use, the picture was blank, unable to visualize. No error message appeared on the monitor. No patient harm occurred.